Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2012 - the pt was implanted with a bard/davol 3dmax mesh. Ni/ni/ni - the pt began experiencing pain the area of the mesh. On (B)(6) 2014 - the pt underwent explant of the bard/davol 3dmax mesh due to "constant severe pain."

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the report event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.